Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the stent's tip end was opened, leakage of contrast agent with bleeding was observed, considering aneurysm rupture and intracranial hemorrhage. The physician immediately retrieved and removed the stent and catheter, and switched to craniotomy exploration and clipping surgery. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). Patient status was unknown. The patient was undergoing surgery for blood flow diversion implantation of a saccular, ruptured right ophthalmic segment aneurysm of the internal carotid artery with a max diameter of 7.82mm and a 6.04mm neck diameter. Landing zone: distal: 4.59mm and proximal: 4.27mm. It was noted the patient's vessel tortuosity was minimal. Patient was noted to have a medical history of hyperlipoidemia. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was normal. The access vessel was the femoral artery with an 8.6mm diameter. Ancillary devices include a 5f navien guide catheter.